Manufacturer narrative:
Additional pro-codes in d2b are nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7128270. Product family: dbs-ipg-r-MRI upn: m365db12160 model: db-1216 serial: (B)(6) batch: 757248.

Event description:
It was reported that high impedance measurements were noted on the deep brain stimulation (dbs) patients lead extension. The patient underwent a procedure wherein an external trial stimulator (ets) was just to determine the high impedance measurement was on the lead extensions. The lead extensions were disconnected from the implantable pulse generator (ipg) and wiped down before reconnecting, the impedances resolved and completed the procedure. It was noted that the high impedance issues had no effect on therapy per the physician's assessment. The dbs devices remain implanted and continue to deliver therapy. The patient did well post-operatively.